Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer¿s blood glucose level was 563 mg/dl. Customer administered a manual insulin injection to address elevated bg. Reportedly, customer reverted to an alternate method of insulin therapy.